Event description:
A healthcare professional reported via health authority that infusion intraocular pressure (iop) control was not maintained and no fluid egress was observed during surgery. The surgery type, procedure completion details were unknown. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).